Manufacturer narrative:
Philips service replaced the l-arm internal power supply and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the l-arm power supply failure caused an arc movement issue on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.